Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal vaginal (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding") in a 33-year-old female patient who had essure (ess205) (batch no. 12268180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included hypertension. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vulvovaginal mycotic infection ("yeast infections"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea cramping),"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression,"). The patient was treated with clindamycin phosphate (clindesse), metronidazole (metrogel), sumatriptan (imitrex), biotin, tocopherol (vitamin e), paracetamol + caffeine + pyrilamine maleate (midol menstrual complete formula gelcaps), promethazine (phenergan [promethazine]), escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), surgery (hysterectomy with left salpingo-oopherectomy,right salpingectomy.), surgery (ablation).essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, vaginal discharge, weight increased, dyspareunia, fatigue, alopecia, migraine, nausea, dysmenorrhoea and vaginal infection had resolved and the vulvovaginal mycotic infection, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: from mr: insertion details : both tubal ostia visualized. Essure place, right tube cannulated, four loops visualized after device deployed. On left, there was a malfunction, and coil had to be removed. Another was placed and at completion there were six coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2005: total bilateral occlusion. Current weight: 218 lbs. Approximate weight at time of essure placement: 189 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : vaginal discharge, weight increased, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: pfs and mr received: event anxiety/depression, infection (bladder/ urinary tract/vaginal) type: vaginal, dysmenorrhea, were added. Treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal vaginal (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding") in a 33-year-old female patient who had essure (ess205) (batch no. 12268180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), fungal infection ("yeast infections"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and nausea ("nausea"). The patient was treated with clindamycin phosphate (clindesse), metronidazole (metrogel), surgery (hysterectomy with unilateral right salpingectomy), surgery (hysterectomy with unilateral right salpingectomy / ablation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, vaginal discharge, weight increased, dyspareunia, fatigue, alopecia and migraine had resolved and the fungal infection outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: from mr: insertion details : both tubal ostia visualized. Essure place, right tube cannulated, four loops visualized after device deployed. On left, there was a malfunction, and coil had to be removed. Another was placed and at completion there were six coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2005: total bilateral occlusion. Current weight: 218 lbs. Approximate weight at time of essure placement: 189 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : vaginal discharge, weight increased, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches") and fungal infection ("yeast infections"). The patient was treated with surgery (on (B)(6) 2015, she underwent a hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, headache and fungal infection outcome was unknown. The reporter considered fungal infection, genital haemorrhage, headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal vaginal (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding") in a 33-year-old female patient who had essure (ess205) (batch no. 12268180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), fungal infection ("yeast infections"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and nausea ("nausea"). The patient was treated with clindamycin phosphate (clindesse), metronidazole (metrogel), surgery (hysterectomy with unilateral right salpingectomy / ablation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, vaginal discharge, weight increased, dyspareunia, fatigue, alopecia and migraine had resolved and the fungal infection outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, fungal infection, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: from mr: insertion details : both tubal ostia visualized. Essure place, right tube cannulated, four loops visualized after device deployed. On left, there was a malfunction, and coil had to be removed. Another was placed and at completion there were six coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2005: total bilateral occlusion. Current weight: 218 lbs. Approximate weight at time of essure placement: 189 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : vaginal discharge, weight increased, alopecia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Added new reporters.added patient's date of birth and height.updated essure's model, therapy dates, batch number (12268180). Event genital haemorrhage was updated to menorrhagia and vaginal haemorrhage.added events vaginal discharge, weight increased, dyspareunia , fatigue , alopecia, migraine, nausea. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.